Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle pulled out of the hub when placing the IV. The following information was provided by the initial reporter: "when placing IV, sliding out needle via stylet, needle pulled out of stylet safety system exposing needle, no harm done. No needle stick to staff. What was the original intended procedure? : IV insertion".

Manufacturer narrative:
FDA notified? The initial reporter also notified the FDA via medwatch # (b(4). Investigation summary: since no photos or samples displaying the reported condition of needle pulled out of hub were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.